Manufacturer narrative:
This device is class1 product so that 510k# is blank. We checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the u/d lock lever broken, the light guide cable for prong buckled, the remote control buttons cracked, the body cover grip scratched, the objective lens unit scratched, and the remote control buttons disinfections damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.